Manufacturer narrative:
Device technical analysis: the returned ipg was analyzed and passed visual inspection and exhibited normal device characteristics and normal impedances. No changes in stimulation or programs were observed when monitored for eight hours or when pressure was applied with a thumb. The ipg was able to be fully charged in a room temperature environment in one four-hour cycle without any anomalies. Database analysis was also performed and found no anomalies. The lead was not returned for analysis despite multiple good faith efforts for device return outcome, therefore, physical analysis could not be performed in our laboratory. Labeling review: a product labeling review identified that the devices were used per the instructions for use IFU product label. Additionally, undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections. Postural changes. Patients should be advised that changes in posture or abrupt movements may cause decreases, or uncomfortable or painful increases in the perceived stimulation level. Patients should be advised to turn down the amplitude or turn off the ipg before making posture changes. System failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing changes to their stimulation when they would touch the skin over their implantable pulse generator (ipg). The patient also experienced changes to their stimulation when they would move or when they would lie on their back. Their stimulation would turn on without being prompted as well. The patient's device was reprogrammed, however, inadequate stimulation persisted, and the patient was not getting pain relief. Images were taken but they did not reveal any anomalies. Analysis of the patient's database revealed no anomalies and that the ipg was working as expected, however, there were variances in the impedance measurements that were greater than expected over a three-day period. The patient underwent a revision procedure of their ipg and lead where the devices were explanted and replaced. The patient was doing well post-operatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing changes to their stimulation when they would touch the skin over their implantable pulse generator (ipg). The patient also experienced changes to their stimulation when they would move or when they would lie on their back. Their stimulation would turn on without being prompted as well. The patient's device was reprogrammed, however, inadequate stimulation persisted, and the patient was not getting pain relief. Images were taken but they did not reveal any anomalies. Analysis of the patient's database revealed no anomalies and that the ipg was working as expected, however, there were variances in the impedance measurements that were greater than expected over a three-day period. The patient underwent a revision procedure of their ipg and lead where the devices were explanted and replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7070233.